Manufacturer narrative:
The company service representative was able to resolve the reported event remotely with the customer. The customer was instructed to retune of the handpiece, resolving the reported event. No functional problem was found with the reported system, as related to the reported event. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported that there was no phaco during the ultrasound mode during a surgical procedure. The handpiece was tested and the event was resolved. The surgery was completed with no patient harm. Additional information was received stating there was no problem with the handpiece after the handpiece was tested. The problem was most likely caused by not tuning the handpiece before use.